Event description:
Left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane [lower extremity dysfunction] ([wrong technique in device usage process]). Case narrative: initial information was received from united states on 07-feb-2021 regarding an unsolicited valid serious case from a patient via call center. This case involves an unknown age female patient who reported that left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane (musculoskeletal disorder), after she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) (year not specified), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), solution for injection, (with an unknown batch number, dose, frequency, route and indication). Information on batch number was requested. The patient mentioned that the doctor shot synvisc-one into her flesh (wrong technique in device usage process), it was at 3 o'clock on (B)(6), and 5 hours later, her left leg was completely paralyzed, and she couldn't move it (musculoskeletal disorder, caused disability). She had been suffering with this ever since. The patient would like to know if there was another case that her attorney can call and receive the information about it. She would like to know, what can be done about correcting the adverse effects of the synvisc-one that was shot into her flesh as she was being considered crippled now because she had to use a cane. She would appreciate if an email or a copy of any other cases could be sent, if there was more than one, to the attorney. Final diagnosis was left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane. Action taken: not applicable. Corrective treatment: cane. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane [lower extremity dysfunction] ([wrong technique in device usage process]) case narrative: initial information was received from united states on (B)(6) 2021 regarding an unsolicited valid serious case from a patient via call center. This case involves an unknown age female patient who reported that left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane (musculoskeletal disorder), after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 03rd march (year not specified), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), solution for injection, (with an unknown batch number, dose, frequency, route and indication). Information on batch number was requested. The patient mentioned that the doctor shot synvisc-one into her flesh (wrong technique in device usage process), it was at 3 o'clock on march 3rd, and 5 hours later, her left leg was completely paralyzed, and she couldn't move it (musculoskeletal disorder, caused disability). She had been suffering with this ever since. The patient would like to know if there was another case that her attorney can call and receive the information about it. She would like to know, what can be done about correcting the adverse effects of the synvisc-one that was shot into her flesh as she was being considered crippled now because she had to use a cane. She would appreciate if an email or a copy of any other cases could be sent, if there was more than one, to the attorney. Final diagnosis was left leg was completely paralyzed and I couldn't move it/crippled now because I have to use a cane. Action taken: not applicable . Corrective treatment: cane. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on 08-feb-2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 26-feb-2021. Additional information was received on 26-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.